Event description:
Pt with h/o hypertension and diabetes was admitted for cerebro-vascular accident (cva). Pt had cardio-pulmonary arrest and a code was called to resuscitate pt. Nurse reported that defibrillation malfunctioned during the code, failing to display waveform. (Another defibrillator was obtained and used for the remainder of the code). The defibrillator at issue was checked by biomed and found to be working properly.